Event description:
It was reported while using bd vacutainer® sst¿ blood collection tube, one (1) tube broke while in the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 10-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary: bd received three photos and one sample for investigation. After analysis, one of the customer photos shows a specimen coming out of the bottom of the tube due to damage. The investigation of the returned sample for a broken/leaking component revealed that one of the samples failed. However, the unit label was ripped, thus the batch number remained unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tube, one (1) tube broke while in the centrifuge. No adverse impact was reported regarding the patient or user.